Event description:
An attempt was being made to treat a lesion in the lad which exhibited with 70% - 80% stenosis, using an endeavor resolute drug eluting stent. The lesion had been pre-dilated. The device had been inspected and prepped prior to use with no issues noted. It is reported that the device failed to cross the lesion. Evaluation summary: the distal tip was slightly flared. Multiple struts from the 6th distal stent segment were raised, deformed and pulled distally. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). (Stent deformation). (B)(4).